Manufacturer narrative:
UDI = (B)(4); the procedure was completed without further complication and this electrode remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode underwent open heart surgery for heart valves. The electrode was removed from the patient's body and tied in a knot over the abdomen. Two shocks were delivered while the electrode was outside the body and smoke was observed. This resulted in a small burn to the abdominal skin surface. No additional adverse patient effects were reported.